Event description:
Pt suffered severe, permanent memory loss after receiving electric shock therapy. Because of the treatments, she lost ability to play music, which she had studied all her life, and won awards for. Brain scan a few years ago revealed possible scar tissue in the forward part of the brain from the treatment.